Event description:
Analysis of the device revealed that the catheter shaft was broken and the radiopaque marker bands were missing. There was no patient involvement.

Event description:
Analysis of the device revealed that the catheter shaft was broken and the radiopaque marker bands were missing. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection found blood on the hub and shaft of the microcatheter, indicative that the device was used. Microscopic exam revealed that the distal tip containing the distal marker was detached. The area where the proximal marker band should have been situated was stretched, kinked and the proximal maker was missing. During functional evaluation, a 0.0158 mandrel was inserted through the hub and advanced through the shaft; however, friction was encountered at the damaged distal section of the microcatheter¿s shaft. The damage observed during analysis does not appear to be related to handling damage, but indicative of forcer exerted. However, additional information available indicated that the device was found kinked upon unpacking and it was not used. Therefore, based on the information available, the root cause of the damages found during analysis cannot be determined.